Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with back and leg pain that failed conservative treatment. On (B)(6) 2008 the patient was admitted with a diagnosis of lumbar stenosis, lateral listhesis, and scoliosis. Patient underwent decompression and laminectomy/foraminotomy bilaterally at l3, l4, and l5, and posterior spinal fusion l2-s1. Local autologous bone graft, depuy posterior segmental instrumentation, allograft, rhbmp-2/acs and cancellous chips were used. There were no noted complications. Patient was discharged on (B)(6) 2008. On (B)(6) 2008 patient presented for post-op follow up. On (B)(6) 2008 patient presented to the ER with wound dehiscence and anemia. On (B)(6) 2009 patient presented for a follow up visit. Per the physicians, notes, the patient ¿she continues to be plagued by low back pain. Her pain is right at the lumbosacral junction. She¿s had a couple of trigger point injections without significant relief. On exam today, she¿s neurologically intact. I believe the source of her pain is from one of two places, since x-rays do show some halo effect at s1, she could be having some pain from a pseudoarthrosis at l5-s1 level. The second possibility would be from the si joints.¿ on (B)(6) 2009 patient presented for an office visit. Per the physician¿s notes, ¿on examination of the lumbar spine, the incision reveals a bullas type reactive raised part of the skin.¿ on (B)(6) 2009 the patient presented with complaints of her incision being tender and constantly draining. ¿she continues to be plagued by low back pain. Her pain is right at the lumbosacral junction. She¿s had a couple of trigger point injections without significant relief. ¿ on examination of the lumbar spine, the incision reveals two areas of dehiscence with adherent slough.¿ on (B)(6) 2009 the patient admitted to the wound care clinic with a non-healing wound lower lumbar spine. Debridement was performed on (B)(6) 2009. Wound culture grew (B)(6). On (B)(6) 2009 the patient was admitted to the hospital with a diagnosis of (B)(6), infected back wound, and painful hardware. The patient underwent irrigation and debridement of complex deep spine wound, removal of existing hardware, exploration of previous fusion mass and revision of scar. Per the operative notes,¿there was noticeable hypertrophic granulation possible pus superficially¿ on the right hand side, a small pocket of pus was found around the l4 screws¿ the fusion was explored and stressed and found to be solid.¿ there were no noted complications. Patient was discharged on (B)(6) 2009. On (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, ¿she still has pain and discomfort on a daily basis. She¿s started to have a right lower extremity shooting pain at night that wakes her up.¿ on (B)(6) 2012 patient presented with low back pain across the low back going to the lateral hips and thigh areas. Per the physician¿s notes, ¿she presents with axial back pain and some radicular buttock pain in the l5-s1 distribution.¿ x-rays indicated ¿flat back deformity with a positive sagittal balance. There is a dynamic spondylolisthesis at l3-l4 and there is a moderate to severe degenerative disk disease at l4- l5 and l5-s1. No interbody fusion, no posterolateral fusion, and no hardware.¿ on (B)(6) 2013 CT scan of the lumbar spine indicated ¿laminectomy defect is seen at l4- and l5. There is evidence of prior pedicle screw placement at l3, l4, and l5. There are mild areas of sclerotic change involving the l3 body. This could be related to the prior pedicle screws¿ there are areas of subarticular recess narrowing, but there is no significant foraminal narrowing. There is some narrowing of the thecal sac in transverse dimension at l4-l5 due to facet disease.¿ on (B)(6) 2003 patient presents with severe, unrelenting low back pain across the low back going to the lateral hips and thigh areas. On (B)(6) 2013 patient presented with severe low back pain. Per the physician¿s notes, ¿x-rays of her lumbar spine is reviewed again. She shows a severe flat back deformity with a positive sagittal balance. There is a dynamic spondylolisthesis at l3-l4 and there is a moderate to severe degenerative disk disease at l4- l5 and l5-s1. There is a lateral listhesis at l3-l4 as well. There is a severely limited extension of the lumbar spine. MRI is reviewed again. It does show a laminectomy from l2 through s1. There is foraminal stenosis that is moderate to severe in nature in l4-l5 and l3-l4, a little bit worse on the right side. There is a severe degenerative disk disease at l2 through s1. There are no signs of infection or osteomyelitis anywhere, but there are some cystic changes throughout the l3 vertebral body, which the radiologist states could be related to prior pedicle screws. Of note on the sagittal view, the lumbar spine straightens out very well and there is actually some lumbar lordosis. CT scan is reviewed again. It just showed a laminectomy defects from l2 through s1. She is leaning to the right at l4-l5 and l3-l4. There is a lot of facet arthropathy throughout her lumbar spine but there is no sign of any fusion. There is a facet fusion, however, at l5-s1. All the pedicles looked pretty good. Bone quality is pretty good overall.¿ patient diagnosed with pseudoarthrosis from l2 through l5.